Manufacturer narrative:
Investigation results of late returned samples: the complaint of a damaged catheter was confirmed from the three 24g nexiva devices that were provided for investigation. The extension tube of one sample was caught in the seal, which caused the tubing to be compressed and severed. The damage rendered the device unusable. The root cause appeared to be packaging related. The appropriate manufacturing personnel were notified of this complaint. The IV catheter tubing of another sample exhibited a hole in the tubing that was consistent with needle puncture damage. The evidence of use that was observed on the returned sample indicated that the damage likely occurred during the insertion process. The damage would require a 2nd needle stick. No damage or defects were observed on the 3rd sample. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383511 and lot number 3209987. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port catheter splits. The following information was provided by the initial reporter, translated from chinese to english: the details reported by the head nurse of the department of breast medicine are as follows: the product had a blunt needle during the puncture process, the catheter was folded when it was delivered, and the front end of the catheter was suspected to be spliced.